Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill tubing and that the pump requested the customer to fill tubing twice. A new cartridge was loaded to address the event. Customer's blood glucose was 396 mg/dl.